Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The vascular procedure was completed by moving the patient into another room. The philips field service engineer (fse) went onsite and identified that the flex viewing pc - image channel was failed. The fse reviewed the system log file and identified grabber channel 0 was failed to enable. To resolve this issue, the fse replaced flexvision monitor. The failure of the flexviewing pc can be attributed to the issues resolved in philips correction z-1144-2024. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that there was no display on the flexvision monitor. No harm was reported to philips. Philips has started an investigation of this complaint.